Manufacturer narrative:
The tech found the side rail latch was seized due to fluid spill in the latch mechanism. The tech cleaned the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail is not latching. No injury reported.